Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the hospital on (B)(6) 2016 for elevated bg levels of 1600 mg/dl, and diabetic ketoacidosis (dka). While at the hospital, the customer was treated with intravenous (IV) saline and insulin drip. Reportedly, the health care provider attempted to deliver a bolus and did not see insulin coming from end of tubing. During the time of the call, the customer was still at the hospital; however, the issue had been resolved and there was no permanent damage to the customer. Recommendation was made for the customer to call back upon reaching home so that a system check could be performed with tandem technical support, as well as assistance with the load process; however, the customer declined any further assistance.